Event description:
A site rep reported that during a navigated spine case the surgeon alleged navigation was 5mm inaccurate when using one of the tactile probes in the synergy spine software. The surgeon did not believe they had bumped the reference frame at any point. Navigation was accurate initially after the spin; however, the surgeon noted that the accuracy degraded fairly soon thereafter. He had performed decompression and put in cages before taking the o-arm spin. They did not try any other instruments or taking another o-arm spin. Instead, the surgeon decided to discontinue use of navigation. The case continued with the use of a c-arm instead. Proper screw placement was confirmed and there was no impact to the pt.

Manufacturer narrative:
System has not been evaluated as of the date of this report. No further issues have been reported.